Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient received a aire detected in cassette warning during fill 2 of 7 and ended treatment. There was fluid seen in the pump module area and on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient verified that there was no harm, intervention or adverse event due to the fluid leak. The cycler is not available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak after ending their pd treatment. The patient received a aire detected in cassette warning during fill 2 of 7 and ended treatment. There was fluid seen in the pump module area and on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient verified that there was no harm, intervention or adverse event due to the fluid leak. The cycler is not available to return as a sample product.